Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to heartsine for investigation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Throughout the investigation, the device was successfully power cycled multiple times on each press of the on/off button using a test pad-pak. No fault was found on the returned device that could have caused the device not to power-on. The membrane, on/off circuitry and pogo-pins were verified during the investigation. The device was temperature stressed at 50 °c for 7 days using a test pad-pak and it was periodically manually power cycled without fault. Information from the device memory shows the device performed successful self-tests from installation up to the 9th march 2025. The device then recorded no further log entries until the 19th may 2025, when it passed a self-test during a manual power cycle. During this time the device was reported to heartsine on the 8th may 2025. This could suggest the a pad-pak was not installed at the time of the reported fault, which would have led to the device not powering on. However, this could not be confirmed. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.